Manufacturer narrative:
(B)(4) 2015 11:25 am (gmt-5:00) added by (B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 11:41 am (gmt-5:00) added by (B)(6) ((B)(4)): a lot history record review was completed for lots 25108380, 25117332 and 25118477 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. The hospital did not report any patient effects.